Event description:
It was reported that the patient presented for follow-up and the right atrial lead exhibited loss of capture and sensing. During lead revision it was noted that the lead was dislodged. The lead was repositioned successfully. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.